Event description:
The customer contact reported the device touchscreen was not responding. The device was returned to the biomedical department with an unsigned note stating the device touchscreen was not functioning. No information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility the device touchscreen did not respond when pressed. No additional information was provided.

Manufacturer narrative:
Testing and investigation at the service center found the device touchscreen was responsive but the keys were not aligned. The probable cause was due to fluid ingress from spillage found on the bottom of the touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.